Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur during use in the patient. There were no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Adding related MDR information (MFR# 2955842-2025-33798) to the supplemental. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The probable root cause cannot be determined based on the information provided. Since the product was not returned for failure analysis investigation to confirm or replicate the customer reported event. Additionally, the instrument was found to have thermal damage on the molded insulator. Electrical continuity test was performed and passed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The instrument was found to have a broken chassis near the nose cover. The broken piece was not returned, measuring roughly 8.48mm x 32.58mm in size. Components adjacent to this broken chassis show damage which may indicate potential mishandling/misuse. A dislodged nose cover was observed. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a plastic piece broken off at the tip. There was no report of patient involvement or patient injury.